Manufacturer narrative:
After multiple attempts to retrieve the device, the product was not returned for bwi investigation as initially reported. (B)(4).

Manufacturer narrative:
Concomitant products:cool flow pump us catalog #: cfp002, serial #: (B)(4), carto 3 system us catalog #: fg540000, serial #: (B)(4), stockert 70 system us catalog #: s7001, serial #: (B)(4), lasso variable 2515 us catalog # and lot #: unknown,webster decapolar - deflectable us catalog # and lot #: unknown.small curve kit us catalog #: d140010, lot: wt246680 .soundstar 3d 10f-90 us catalog #: sndstr10, lot: unknown. (B)(4).

Event description:
It was reported that at approximately 4 hours into an a-fib procedure, a moderate pericardial effusion occurred, which was confirmed by ultrasound. Pericardiocentesis was performed and 800 ml of fluid were drained from the pericardial space. According with the physician is unknown when the pericardial effusion occurred, but it was stated that it could be happened during transseptal access. The physician described that the patient had a difficult fossa ovalis (ias). The the patient was reported stable and fully recovered.